Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision in which the implant was removed; therefore, the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. Device history record (DHR) was reviewed for the htr-pmi and no discrepancies were found. DHR review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Based on the information and materials provided, the most likely underlying cause of the complaint cannot be determined. In the instructions for use (IFU) for this product in the section titled possible adverse effects: 3. Htr polymer implants can loosen or migrate due to loss of fixation or trauma. 4. Infection can lead to failure of the procedure. Intraoperative and early postoperative complications can include: 1) fracture of the implant, 2) fracture of bone or soft tissue damage, 3) extrusion of the implant, 4) dehiscence of the incision, 4) prominence or disfigurement at the implant site, and 5) infection. Late postoperative complications can include: 1) fracture of the device due to traumatic injury, 2) loosening or migration due to loss of fixation or trauma, and 3) prominence or disfigurement over time at or near the implant site. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00612-1.

Manufacturer narrative:
(B)(4). Concomitant medical products: "1.5 mm" system center-drive screw, 5/pkg, catalog #: 01-7209, lot #: ni. Concomitant medical products: (B)(6) 2018 (anticipated revision date reported, however has not been confirmed at this time). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00612.

Event description:
It was reported a revision to remove the implant due to loosening and infection was performed. Attempts have been made and no further information has been provided. No additional patient consequences were reported.